Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. As a result, the lead was successfully repositioned. A few days later, the sensing was poor and threshold measurements had increased. The sensing had a progressive drop starting around 12mv and decreasing to 5 mv after 4 to 5 qrs complexes. This pattern repeats itself. This lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism would not extend, most likely due to dried blood in the mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.